Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported system error 322 was able to be reproduced and confirmed through the event history log. The pump was not within specification in relation to this symptom due to a failed upper latch assembly. The upper aux assembly will be replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump was experiencing multiple system error 322 alarms. It was also reported that there was no pt injury.